Event description:
It was reported in a literature article that during transarterial embolization (tae) of the intracranial non-cavernous dural arteriovenous fistula, distal rupture of the guidewire occurred. The patient underwent the procedure between (B)(6) 2005 and (B)(6) 2010. The exact date of the procedure is unknown. There was no clinical consequence to the patient.

Manufacturer narrative:
Event date: the patient underwent the procedure between (B)(6) 2005 and (B)(6) 2010. The exact date of the procedure is unknown. Device is not available to the manufacturer.